Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "23g infusion needle in 25ga pak" (device misassembled during mfg or shipping). A customer reported that a 23 gauge infusion needle was found in the 25 gauge pack when opened. There was no pt involvement.

Manufacturer narrative:
A sample is being sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).